Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a cardiac perforation could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure in the left atrium, the roof was punctured resulting in a pericardiocentesis being performed. An echocardiogram was performed and confirmed the puncture. The blood was drained from the pericardial sac. The patient was stable at the end of the procedure. The physician alleges the ablation catheter as the cause for the cardiac perforation. There were no performance issues with any abbott device.